Event description:
Per the clinic, the patient experienced difficulties using the external processor due to the location of the implant site. The patient underwent a surgical procedure on (B)(6) 2013, to explant the device and to reimplant the patient with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This abutment is not available for analysis. (B)(4). Device not available for analysis.